Event description:
The customer reported that when the unit was in use on a pt the display flashed and then went blank. The pt was switched to another unit and therapy was continued. No pt injury was reported.